Event description:
Reportedly, instrument misfired several times. Procedure: right hemithyroidectomy.

Manufacturer narrative:
This complaint was re-evaluated and it was determined to be a malfunction.